Event description:
It was reported by a customer in spain that, during patient use, the 840 ventilator graphic user interface (gui) the top screen went blank. Although, the ventilator continued to cycle, the patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), checked the internal connections of the display, and backlight. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. (B)(4).